Event description:
It was reported that (1) device was used during a subtotal gastrectomy. It was reported by the affiliate that the tct75 instrument was placed on the small bowel and closed. The firing knob advanced and instrument jammed. The surgeon removed instrument staples from bowel. A gia80 was used to complete the case. There was no consequence to the pt.